Event description:
On november 29, 2007, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter read inaccurately high. On december 3, 2007, the medical affairs specialist (mas) spoke with the patient and neighbor who took her to the ER in 2007 to obtain additional information included below. The patient said she has "brittle diabetes" and has had several episodes of hypoglycemia. She tests her blood glucose level 4 times and day and takes humalog insulin by sliding scale and 75/25 insulin. She was unable to provide the specific times and dosages of her insulin injections. She told the mas that she received a reading of 560 mg/dl on the reported meter prior to event date, at about 7:00 pm while feeling dizzy, staggering, having slurred speech and a dry mouth. She was unable to state the insulin dose or the time she last took insulin prior to having symptoms. The patient's neighbor took the patient to the ER about ten minutes after she received the 560 mg/dl reading on the reported meter. The patient said a result of 34 or 37 mg/dl was obtained on the ER device within a few minutes. The patient was treated with juice and food and released to home 2 hours later. The customer care advocate (cca) was unable to confirm the alleged 560 mg/dl reading in the reported meter memory. The cca discovered that the patient's test strips were expired, which can contribute to inaccurate readings. The patient told the mas, her test strips expired 08/2007. The patient's meter was replaced. The complaint is reported because the patient alleges that she received an inaccurately high reading on the lfs product compared to a hypoglycemic reading on an ER device within about 30 minutes of each other. The patient claims she takes insulin by sliding scale based on her meter readings. The patient's test strips were expired.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.